Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event description for this pi stated: the surgeon reported "an event took place in 2019: patient 130kilos, implant broke at the exeter's neck (without any notion of particular trauma)". The operative report (B)(6) 2012 describes a standard uncomplicated procedure. The ap pelvis and lateral x-rays demonstrate a well fixed cemented femoral stem with a displaced transverse fracture through the base of the neck of the femoral prosthesis. The post revision ap pelvis x-ray shows a well fixed cemented long stem tha in anatomic position. There are cerclage wires and a transverse lucency on the lateral cortex of the femur at a level consistent with the tip of the index prosthesis providing evidence that an extended trochanteric osteotomy was performed to extract the index femoral component. Following review of this documentation fracture of the neck of an exeter femoral prosthesis and subsequent revision can be confirmed. With the limited information provided the root cause of this material failure can not be determined. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: the operative report (B)(6) 2012 describes a standard uncomplicated procedure. The ap pelvis and lateral x-rays demonstrate a well fixed cemented femoral stem with a displaced transverse fracture through the base of the neck of the femoral prosthesis. The post revision ap pelvis x-ray shows a well fixed cemented long stem tha in anatomic position. There are cerclage wires and a transverse lucency on the lateral cortex of the femur at a level consistent with the tip of the index prosthesis providing evidence that an extended trochanteric osteotomy was performed to extract the index femoral component. Following review of this documentation fracture of the neck of an exeter femoral prosthesis and subsequent revision can be confirmed. With the limited information provided the root cause of this material failure can not be determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported "an event took place in 2019: patient 130kilos, implant broke at the exeter's neck (without any notion of particular trauma)".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
The surgeon reported "an event took place in 2019: patient (B)(6), implant broke at the exeter's neck (without any notion of particular trauma)".